Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited over sensing of noise resulting in auto mode switch episodes. The patient was asymptomatic. During lead revision insulation damage was noted on the lead. The lead was capped and replaced. The patient was fine post procedure and discharged from the clinic.